Event description:
Clinical study: seventy four days after a coronary artery drug-eluting stenting treatment procedure the patient experienced a q-wave anterior myocardial infarction (mi) and a stent thrombosis. The index procedure treated a de novo target lesion. The target lesion was a 3.0 mm vessel diameter, 16mm long, with 100% stenosis, totally occluded ostial lesion located in the proximal left anterior descending (lad) artery. The lesion was predilated with a maverick 2.5x15mm balloon. The physician implanted a taxus liberte 2.0x20mm drug-eluting stent at 16 atms. Post implant, the target lesion was 0% diameter with a timi 3 flow. The patient was discharged from the hospital 6 days post-index procedure receiving aspirin and clopidogrel. The patient had a q-wave anterior mi and a stent thrombosis located in the proximal lad 74 days after the index procedure. The last date aspirin and clopidogrel were recorded as taken by the patient was on march 15, 2006, prior to the event. The mi and the stent thrombosis were treated medically and resolved. In the opinion of the physician the mi was related to the stent and the stent thrombosis relationship has not been established.